Manufacturer narrative:
Partial part number 02.211.0xx provided. (B)(6), report source. Initial reporter: name, health professional?, occupation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject devices. Four 2.7mm variable angle locking screw, self-tapping, w/ stardrive recess (part # 02.211.0xx, lot # unknown) were returned for investigation. Only the heads of the four broken screws were returned for evaluation. There was insufficient information to determine their exact part numbers, but it was found that they were part of family 02.211.0xx. The exact root cause was unable to be determined; however, it is likely that the screws were weakened from being implanted over a year and then broke when the force required to remove them was applied. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint condition is confirmed. Two additional concomitant screws were returned. Upon a visual inspection no issues were found that would have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not reported. This report is for three (3) unknown screws. (Other number) no part number, UDI unavailable. Part of device remains in the patient; device not considered explanted during the revision procedure on (B)(6) 2016. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a during a revision surgery of left foot fusion plate (foot-reconstruction-system) on (B)(6) 2016 for a non-union, three (3) unknown screw heads broke off intraoperatively during removal. The screws were intact prior to removal. The screw heads were removed from the patient but the screw shafts were left embedded in the patient's bone. The surgeon was unable to remove the embedded devices as it would have caused removal of bone stock from the toe. No surgical delay was reported. Patient status is unknown. The screws were originally implanted on (B)(6) 2015 this report is for three (3) unknown screws. This is report 1 of 1 for (B)(4).